Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid dripping from the bottom of the cycler onto the cart after the machine experienced an unknown alarm during an unknown drain phase. After the leak was discovered, treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient stated they suspect the cassette was leaking in the door, however they did not notice that the inside the door was wet. The cause of the leak was unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated they place 2 bags on the heater tray for their treatments, however stated that there were no leaks or issues with the bags on the tray used during the event. The bags, connections and the heater tray were dry. The supply bags and connections were in good condition, with no issues. In addition, the patient reported there were no issues with the solution bag label used during the reported event. The product information was in good condition, with no missing or illegible information. The patient has poor vision and could not read the small print of the requested label information. No additional issues were experienced during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on their new cycler, however they experienced a similar reoccurrence of the reported fluid leak event during drain 0 on (B)(6)2022. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A simulated treatment 2 hour 15 min 8500 ml post- accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid dripping from the bottom of the cycler onto the cart after the machine experienced an unknown alarm during an unknown drain phase. After the leak was discovered, treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient stated they suspect the cassette was leaking in the door, however they did not notice that the inside the door was wet. The cause of the leak was unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated they place 2 bags on the heater tray for their treatments, however stated that there were no leaks or issues with the bags on the tray used during the event. The bags, connections and the heater tray were dry. The supply bags and connections were in good condition, with no issues. In addition, the patient reported there were no issues with the solution bag label used during the reported event. The product information was in good condition, with no missing or illegible information. The patient has poor vision and could not read the small print of the requested label information. No additional issues were experienced during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on their new cycler, however they experienced a similar reoccurrence of the reported fluid leak event during drain 0 on (B)(6) 2022. The cycler was returned to the manufacturer for physical evaluation.